Event description:
No change to event description.

Manufacturer narrative:
New information has been made available: - the products will be shipped to the manufacturer. - new products known: part#01.00185.147; lot#2492871. Part#29.0039-090; lot#2489800. D11 - medical product: metasul ldh, head, 50, code p, taper 18/20 ref#: 01.00181.500 lot#: 2473990. Cls spotorno, stem, 135°, uncemented, 9.0, taper 12/14 ref#: 290039090 lot#: 2489800. Metasul ldh, head adapter, l, +4, taper 12/14-18/20 ref#: 0100185147 lot#: 2492871. As soon as the product investigation is complete an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Review of event description: patient underwent revision due to metallosis and fluid collection. Review of received data: revision report: type of procedure: revision right hip (one side-total). Operative diagnosis: infection and inflammatory reaction due to prosthesis circumstances: the patient had sepsis. It is not possible to define if the etiological agent infected the prosthesis due to the presence of metallosis or the event would have happened anyway. Procedure: surgical access is made using the previous scar. Reactive tissue and purulent liquid serum are seen. Samples are sent for specific tests. The prosthesis is dislocated and the head is removed. There is minimal metallosis reaction on the collar. The stem is removed, with minimal bone loss. Then the cup is removed with minimal bone loss. X-rays: an ap view of the right hip dated 09.03.2019 was received. It shows a durom prosthesis implanted in the right hip. As the pelvis overview is missing the inclination angle of the cup cannot be measured. There is nothing conspicuous seen on the x-ray. DHR review: the quality records indicate that these components met all requirements to perform as intended. Devices analysis: the durom cup shows some damage from the revision surgery, e.g. Nicks, scratches and so on. There are some bone attachments on the cup¿s anchoring surface. On the articulation side numerous fine and some coarser scratches are visible. In one location of the articulation surface, close to the bevel, an area with organic deposits can be observed. Revision damage in the form of scratches and nicks can be seen on the metasul head. On the articulation surface of the metasul head numerous fine and some coarser scratches are visible. Along the bottom bevel of the head several areas with organic deposits can be seen. Except for some areas with dried organic deposits the head taper is inconspicuous. Except for some dried organic deposits and few scratches, there is nothing to report about the outer surface of the metasul head adapter. Surface changes due to fretting and corrosion could be observed on the inner surface of the head adapter. A closer inspection with a low power microscope revealed the presence of three marks in the proximal region of the contact area. Under certain light conditions it seems that there is a height difference between the marks and the surrounding surface with the marks being slightly higher. Revision damage in the form of coarse scratches and nicks can be observed on the taper, neck, shoulder and anchoring region of the cls stem. There are bone attachments on the anchoring surface of the stem. The taper surface has a blackish appearance and three indented marks could be observed in its proximal region. Aligning the stem and the adapter it was observed that the position and the shape of the three marks on the stem matches the position and shape of the marks on the head adapter. Some dark brownish deposits can be observed at the distal end of the taper. Conclusion: in 2009 the patient received a metal on metal hip prostheses comprising of a durom cup, metasul head, metasul head adapter and a cls stem. The prosthesis was revised approximately 10 years later due to infection and inflammatory reaction. During revision surgery purulent liquid serum and minimal metallosis reaction on the collar could be observed and samples were send for specific tests. The test results are not at hand and therefore the infection cannot be confirmed. The stem taper surface showed a blackish appearance and three indented marks. On the inner surface of the head adapter surface changes due to fretting and corrosion as well as marks can be seen. It can only be assumed that the minimal metallosis reaction on the collar reported in the revision report derived probably from these surface changes. However, any histological results that could possibly confirm this situation are not at hand. The reason for these surface changes cannot be determined based on the current available data, but their cause is multifactorial. The conditions of mounting of the metasul head with its head adapter on the stem taper e.g. Impaction force, impaction angle, condition of the taper surfaces (dry, wet) are factors that influence the quality of the taper connection. As the surgical report of implantation is not at hand it is unknown if the steps of the surgical technique for the assembly of the head with its head adapter on the stem, valid at the time of implantation of the prosthesis, were followed. No further investigation required as this issue is known and addressed in cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical product: metasula ldha, head, 50, code p, taper 18/20: catalog no#: 0100181500 ; lot#: 2473990. Therapy date: (B)(6) 2019. The manufacturer received x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to metallosis and fluid collection.